Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device recorded several messages, followed by a device reset. Data analysis noted the device functioned normally before and after the condition, and noted the messages were resolved with the device reset. Battery, current consumption, impedance measurements, and charge times were all noted to be normal and within normal limits. No adverse patient effects were reported. This device remains in service.